Event description:
It was reported that the co-set syringe was found to be leaking interiorly when in use with the patient. The clinician observed faulty cardiac output measurements when the leakage was discovered. When discovered the cardiac output measurements co/ci were low. Earlier the measurements were within normal range. When the faulty measurements were discovered, a mixed venous blood gas was found to be within normal limits; therefore, not coinciding with the low co/ci measurements that were observed. There was no complications or injury to the patient.

Manufacturer narrative:
One co-set syringe was received for evaluation. The flow-through housing which includes the check-valve and tubing coil were not returned. The visual examination revealed that the tip of the syringe was intact. There was no damage observed. The syringe was tested with a co-set flow-through housing and a swan-ganz catheter from the product lab. There was no leakage observed from the syringe or from the syringe to the flow-through housing connection after multiple cycles of aspiration and injection. The IFU recommends to check all connections to ensure they are securely connected during use. A device history record review was completed and it was confirmed that the device met specification upon distribution. The complaint could not be confirmed during evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.